Event description:
On 08/07/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing stopped working. This occurred during use in a case with no patient effect. The pump run dry, and membrane was crushed. This case was completed by new product of same product number. No patient harms.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6410 serial/batch number (B)(6) was received for investigation. Functional testing with the ar-6480 dual wave pump and water found that the device pressure decayed after a few minutes of testing. During the testing, it was noted that the tubing makes a loud noise. The tubing pressure was tested with the syringe, and bubbles were noted coming out of the connection between the colder valve and the tubing. A visual evaluation revealed that the colder valve moves freely inside the drip chamber tubing. The most likely cause of the reported failure is a supplier manufacturing issue.

Manufacturer narrative:
Additional information: g3. Complaint allegation is confirmed. One unpackaged ar-6410 serial/batch number (B)(6) was received for investigation. Functional testing with the ar-6480 dual wave pump and water found that the device pressure decayed after a few minutes of testing. During the testing, it was noted that the tubing makes a loud noise. The tubing pressure was tested with the syringe, and bubbles were noted coming out of the connection between the colder valve and the tubing. A visual evaluation revealed that the colder valve moves freely inside the drip chamber tubing. The cause of the reported failure is a supplier manufacturing issue.ncr-29437 was opened for further investigation.